Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/19/2014 with the following findings: the keypad cover was found to be torn at the up arrow and ok buttons. Evaluation revealed that all of the keypad buttons were intermittently responsive. The keypad cover was removed, and evidence of contamination was observed under the up and down arrow key contacts. Also, the contrast key contact was missing. Unrelated to the reported event, the display screen was dim and discolored. Also unrelated to the reported event, the battery compartment was observed to be cracked on the threads and below the grip pad. The threads of the battery cap were found to be stripped. Furthermore, the clip insert was observed to have broken free. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.